Event description:
It was reported that, during a lar procedure, the instrument cut but it did not staple a complete staple line. It only placed two staples on the distal end of the cut line and the rest were left open. A hand suture was placed instead. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.